Event description:
It was reported the pt was feeling stimulation in her abdomen. X-ray imagery confirmed lead migration. Surgical intervention to reposition the lead was performed (B)(6) 2013. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.